Event description:
Information was received that this smiths medical cadd ms3 pump lost programming. No reported adverse effects.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed to test the pump. The customer stated problem was verified. During testing and inspection, the device was found to have lost programming due to it cannot hold all programming after 2 days without power from the battery. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification as mentioned in the operator's manual and notification of change information providing with the pump.